Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that their settings have changed unexpectedly. The last time they used their programmer the settings were 4.8v (right side) and 3.2v (left side), and it is now displaying 4.1v (right side) and 2.1v (left side). The patient stated that they do not know why it would have changed on it¿s own. The patient reported they are a little bit shaky and off some. Technical services asked if therapy was not helping and the patient said no, the dbs helps with what it should be helping with. No complications or further complications were reported.

Manufacturer narrative:
Corrected to include the selection of adverse event. No new event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.